Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture and breast pain. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with a mentor memorygel breast implant 325cc and suffered breast pain and rupture on the right side. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On 3/25/2020, a manufacturing record evaluation was performed for the finished device 6612792 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number:(B)(4).